Event description:
It was reported that a user experienced unexplained high blood glucose while using the ilet with an infusion set and cartridge, and the issue was associated with an infusion set deployed incorrectly. During troubleshooting, the agent educated the user on the need to rotate infusion sites and proper placement, which the user acknowledged. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided, and documentation that available details were insufficient. Investigation of this case revealed no specific findings and the cause was not established, with user technique and site management discussed as potential contributors related to the infusion set interface. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information.